Event description:
Stretcher fire in unoccupied room. Fire initiated at power cord/outlet. Extinguished per protocol. Fire within inches of oxygen supply. Manufacturer response (as per reporter) for stretcher, zoomthe company is actively investigating this and the other 3 complaints we have reported as well as doing an internal investigation related to the specific plug used on their stretchers that has been recalled by at least nine other manufacturers.